Event description:
Customer stated "the cord is hanging off the pad. The consumer was laying on the pad and she felt the back of her leg. When she look she had a blister and the cord was in 2 pieces." The product was returned for investigation. The product was approx. 16 years and 2 months old when the incident occurred. The pad showed clear signs of misuse. The switch was cracked and had been taped together and the cord looks to have been looped near the switch. Cord is looped near the strain relief which, when repeated over a extended period of time in the cord can cause the failure to occur. The switch was taped, IFU states "carefully examine before each use. Discard unit if it shows signs of deterioration." Customer also admitted they were laying on the product. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.